Event description:
Reporter alleged obtaining the results of 123 mg/dl and 53 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she took 6 units of humalog insulin approximately 1 hour and 52 minutes before the readings. Reporter stated that she drank a glass of orange juice after the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.